Event description:
During a carotid stenting procedure, the pt suffered a seizure-like episode and became hypotensive. The pt also suffered amaurosis in her right eye, which resolved in a couple of minutes. The pt was diagnosed with a transient ischemic attack (tia). The pt is a woman who has had a laryngectomy, radial neck dissection and radiation for laryngeal disease. The pt has an occluded left carotid artery and an 80% stenosis on the right-side by duplex. The pt also has problems with morbid obesity. The physician made at the right groin. An arch aortogram and selective cerebral angiograms were performed. A 7fr shuttle sheath was advanced into the right common carotid and an angioguard distal protection device was positioned distal to the lesion. The delivery system was removed and a 3mm sterling balloon was placed at the lesion and inflated. Following pre-dilation, the precise stent was deployed from the internal down to the proximal common carotid. This was then post-dilated 5x40 balloon (brand unk). During post-dilation, the pt's initial heart rate was 100-110, so no atropine was administered. After balloon inflation the pt immediately became asystolic for approx 5 seconds. The pt then responded to cough with a heart rate in the twenties and thirties for approx one minute. The pt was hypotensive at this time and approx one minute after balloon deflation, the pt became agitated and developed a short seizure-like episode for approx twenty seconds.

Manufacturer narrative:
After the pt recovered she was alert and oriented, however, she did note she had some amaurosis in her right eye, which resolved in a couple of minutes. After ballooning the lesion there was still 20% residual stenosis by angio and significant spasm around the filter. The filter was removed and the sheath was backed up over a wire to reveal that there was a fairly long segment of stenosis in the common carotid, which was impacted by the shuttle sheath. Flow was restored in the artery and the spasm subsided. The sheath was removed. The procedure was completed. The pt was neurologically intact at the end of the procedure. The intraprocedural tia had fully resolved. The pt's blood pressure was table. However, in recovery the pt developed hypotension, which was treated with a fluid bolus and neo-synephrine. The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.